Event description:
It was reported that pump experienced malfunction alarm with code malf 12, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted caller with resetting pump using provided pump reset instructions, confirmed malfunction did not recur after reset, advised customer to continue using pump, and instructed customer to call back if any malfunction alarm appeared again, which caller acknowledged and understood.